Manufacturer narrative:
Two complaints filed to reflect reported air leakage from two tubes. 3012307300-2020-00026-0061455, 3012307300-2020-00024-0061243.

Event description:
Information was received indicating that one day following placement of a smiths medical portex® blue line ultra® tracheostomy tube, air was observed leaking from the tube. The tube was then replaced but air leakage occurred again. Subsequently, a third trach tube was placed with no reported adverse patient effects.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device a bubble coming out of the small tear in the cuff of the returned samples by customer. The customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.